Manufacturer narrative:
Correction to section e1: (B)(6).

Manufacturer narrative:
Results: the neuron dc was kinked approximately 21.0, 70.0, 89.0, and 97.0 cm from the hub. Some of this damage may have been due to return packaging conditions, as the neuron dc was folded inside the return packaging. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the neuron dc was kinked and was not used. Evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the neuron dc is manipulated forcefully at an angle during removal from the packaging tube, the catheter shaft may kink due to excess force and bending. Some of the damage found may have been due to return packaging conditions, as the neuron dc was folded to fit inside the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070 (neuron 070). Upon removal from the packaging, the neuron 070 was found kinked and was not used. The procedure successfully continued using a new neuron 070.